Event description:
It was reported by the patient's daughter that the patient complained of chest pains and went in to have her device checked. The technician indicated that the device had delivered therapies three times. The patient was in the hospital when the device delivered another therapy and her heart stopped right after. The patient passed away 5 days after going in to have her device checked. The daughter is questioning if the lead has anything to do with the patient's death. Additional information received from the hcp reports the patient did have some vt, then sustained vt/vf requiring appropriate shocks. The cause of death was septic shock resulting in asystole. There was normal device/system function and the death was not device or lead related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It is not known if the device was explanted post-mortem. Other: it was reported by the patient's daughter that the patient complained of chest pains and went in to have her device checked. The technician indicated that the device had delivered therapies three times. The patient was in the hospital when the device delivered another therapy and her heart stopped right after. The patient passed away 5 days after going in to have her device checked. The daughter is questioning if the lead has anything to do with the patient's death. Additional information received from the hcp reports the patient did have some vt, then sustained vt/vf requiring appropriate shocks. The cause of death was septic shock resulting in asystole. There was normal device/system function and the death was not device or lead related. No conclusion can be drawn.